Event description:
Reporter noted there was no phaco power in memory 2. Changed handpieces; unable to tune. Changed system to complete case, using first handpiece without problem. Posterior capsule tear occurred after they changed system; vitrectomy required.